Event description:
(B)(4) states: the patient complained for the last 3 to 6 months of increased pain and discomfort in her left groin and over the left buttock region, without back pain and without history of fall, injury or trauma. The patient had noted thyroid changes that had been addressed with thyroid medications for the past 6 months. She described peripheral numbness in her feet and hands, as well as global itching that has been problematic and symptomatic. The lab findings in early summer were: cobalt level of 7.9, ref range of .1 to .4; chromium 4.0, ref ranges less than 1.2. An MRI was performed about a month after the lab tests and revealed a 5.2 by 1.6 by 7.4 fluid collection in the greater trochanteric area of the left hip. It has heterogeneity that is most consistent with granulomatous response. The left gluteus medius and minimus muscles are intact and the remaining muscles throughout the pelvis are unremarkable. The md impression: the left depuy asr metal on metal cup had fluid collection consistent with metal reactivity, granulomatous response, subjective symptomatology, left hip pain and elevated cobalt chromium levels. A week later the patient underwent a revision of left acetabular components. A posterior approach was performed. The md split the gluteal fascia. Upon entering the gluteus maximus region, there was a cystic fluid collection that was almost like chicken soup color, it was yellow and thick. The md cultured this upon entering and then excised the bursa which was over the greater trochanteric area. It did not involve dissection of the gluteus medius and minimus tendon off of the greater trochanteric insertion and this was also confirmed by the MRI. This fluid collection was posterior and superior. The md excised the bursa of the fluid collection from the lesser trochanteric area. Two cultures were ascertained and intraoperative gram stain was obtained, which revealed few white blood cells and no bacteria. At this point in time, the md dislocated the femoral head and removed the femoral head easily. Subsequently, there was just black material that was inside the back of the head trunnion region that was more like a grease gray color, it was black in nature. The md cleaned the trunnion thoroughly at this point in time, and I felt that the stem was secured, it was not loose proximally at all, and could remain. The md then subsequently took scar tissue circumferentially around the cup and used the explant that easily removed the cup. There was no bone ingrowth except for one small area that was at the 8 o'clock portion of the cup halfway between the dome of the rim. The surgery was completed and the patient was taken to the recovery room in stable condition.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.